Event description:
It was reported that guide wire tip fracture occurred. The target lesion was located in the dorsalis pedis artery. A 300cm journey¿ guide wire was inserted through a .018 non-bsc support catheter. Upon pulling back the device into the support catheter, it was noted that tip of the guide wire fractured completely. The fractured tip was not able to be snared as the vessel was too small and the tip remained in the patient¿s foot. Angioplasty was then performed and the procedure was completed. No further patient complications were reported and the patient¿s status was good and okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a journey guidewire with no other devices. The guidewire was completely separated 296.4cm from the proximal end. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. The adhesive bond was present on the end of the core wire. The distal end was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).